Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.the reported condition was not verified. Testing of the device found it to be within specification and the customer reported issue of "will not power on when set is inserted" could not be reproduced during evaluation. No causality was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on when set was inserted. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.